Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to the clinic for a follow up, oversensing noise was observed on the rv lead. Noise was reproducible on the rv lead during the follow up. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable prior and post procedure with no adverse consequences.